Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent. And hemodynamic compromise. The cause of peritonitis was not reported. Two days after the event onset, the patient was hospitalized and treated with ceftazidime, ceftriaxone and ampicillin-sulbactam for peritonitis. Six days after hospital admission, the patient was discharged. Four days later, the patient was readmitted to the hospital. Twelve days after event onset, the patient was treated with amikacin (500mg, intraperitoneal, then dose was decreased to 200mg daily) and fluconazole (200mg). During hospitalization, the antibiotic regimen was changed to anidulafungin (200mg, intravenous, for seven days) then fluconazole (200mg, for fourteen days). It was reported that 18 days after event onset, the pd catheter was removed. It was reported the patient experienced septic shock. The patient was treated with vasopressors for the event. On an unreported date, the patient was recovered from the peritonitis event. Thirty-eight days after the second hospital admission, the patient was discharged. At the time of this report, the patient outcome for septic shock was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.